Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: a visual inspection of the pump showed no damage to the battery compartment or battery cap. The battery cap was able to attach securely to the pump. The battery cap contact height and width measurement was within specifications. During investigation, the pump powered on with auditory and vibration features functioning but the screen was blank. The complaint of the intermittent power issue was unable to be adequately investigate due to the blank screen. The pump¿s cover was removed and the electronically erasable programmable read-only memory (eeprom) component was found to be cracked. Evaluation revealed that the eeprom component had failed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.